Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient stated the fluid leak was realized after completion of treatment when cycler door was opened. She discarded the cassette sample. There was no alarms associated with the leak. The patient's effluent was clear. The patient did not take any prophylactic antibiotics.